Event description:
Boston scientific received info that this right atrial (ra) lead became dislodged. A procedure was performed in which the ra lead was repositioned and good numbers were obtained. The physician then went to reposition the lv lead and the ra lead dislodged again. At that point the physician chose to replace the atrial lead with a new lead. To date there were no adverse pt effects reported.